Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 440 mg/dl. The customer was treated for high blood glucose with pump and insulin pen. The customer was advised the 2 high blood glucose rule. The customer advised that he has done all of this. The customer recent unexplained high blood glucose event began 4 days ago. The customer stopped the troubles because has insulin pump with him in class and will call to complete the troubleshooting.